Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria the technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause could be determined, system is performing within specifications. (B)(4).

Event description:
A center director reported that approximately three months following photo refractive keratectomy (prk) a patient presented with mild central corneal haze in the right eye. The topical steroid drops were increased to treat the haze along with the addition of an oral steriod. Upon additional information, corneal haze has resolved. All steriod medications have been discontinued. Patient has a little superficial punctuate keratitis (spk). Vision is reported great.